Event description:
Patient reported skin irritation in the form of open skin. The patient did seek medical treatment and used an otc medication. The patient reported following proper skin preparation instructions.

Manufacturer narrative:
No lot number provided, investigation could not be performed. Trending indicates no further action required.